Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose. Customer's blood glucose was 416 mg/dl. Customer reported that they did not get the lot number of the set. The insulin pump will not be returned for analysis.